Event description:
The patient reported experiencing issues with the infusion device. The patient stated a2 (battery low) was displayed on the infusion device and after changing the battery e6 (mechanical) error was displayed. The patient changed all accessories and while retracting the piston rod e10 (cartridge) error was displayed. The patient reported blood glucose was elevated to 420 mg/dl as a result. The patient's normal blood glucose level is 115 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.